Manufacturer narrative:
The device was returned and analyzed. The returned device had incomplete analysis because the device was damaged during the analysis process. Visual examination of the connector noted no anomalies. Cautery marks were noted on the device can/shield. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action.

Event description:
The cardiac resynchronization therapy pacemaker (crt-p) was replaced due to reaching elective replacement indicator (eri). The device was returned to the manufacturer, analyzed and tested out of specification. No patient complications have been reported as a result of this event.